Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on july 02, 2025, with lot number 2666010. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound. This record is for the left side. The device has been explanted and replaced.